Event description:
Patient had heavily calcified iliacs. Prior to inserting main body delivery system, 20fr dilators were used to dilate iliacs. The dilators were inserted withouth difficulty. When the main body delivery system was inserted the iliac was noted to have ruptured. The physician felt the rupture was due to the calcification and not the fault of the device. He repaired the ruptured vessel and closed the entry site. An open procedure to repair the aneurysm is to be performed at a later date.